Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image noted there were 31 aborted hv therapies due to an output anomaly. Visual inspection noted an arc mark containing lead material on the device can. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the bvvi and output anomaly could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered a serious of cardiac events and expired. The cause of death was subsequently confirmed as ventricular fibrillation and cardiomyopathy. The patient expired as a result of allegedly failure of the ICD system to deliver shock due to an insulation abrasion. No further information is available at this time.